Manufacturer narrative:
Good faith effort was conducted in order to obtain missing information. If new information is ever received, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Subsequently, therapy was turned off. It was noted that this patient also has a left ventricular assist device (lvad) implanted. No additional adverse patient effects were reported. Currently, this s-ICD system remains implanted.